Event description:
One patient sample with discrepant creatinine results. Initial result gave 0.2 mg/dl; repeated on another analyzer - same methodology gave 8.8 mg/dl. Erroneous result was not reported. The field service rep determined the cause of the discrepancy was due to the solenoid for dispensing reagent 1 was not opening, and the r1 pipettor assembly was replaced. Performance tests were performed and within spec.